Manufacturer narrative:
Field service engineer (fse) troubleshot the generator and found a bad ipm driver pcb. Fse replaced the ipm driver pcb per sedecal service manual 710201 and checked the system for proper operation per hut service checklist qssrwi4.1. Unit passed checkout procedures and was returned to service.

Event description:
On (B)(6): customer reports that during a retrograde pyelogram on a female patient the system fluoro failed. Physician completed the procedure via endoscopy. No reported injury.